Event description:
It was reported that during the implant procedure, a lead anomaly was observed. The lead was not implanted and was replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.